Manufacturer narrative:
A service engineer inspected the device and ran the extend self-test (est) to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not in use on a patient at the time of the event.